Event description:
It was reported that the control-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was 288-289 mg/dl. Customer consumed carbohydrates to address the false low bg level resulting in customer delivering a correction bolus via pump to address the subsequent high bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.